Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: opening, crease fold and wear abrasion. Leak test was performed and found opening on anterior and radius. A microscopic analysis was performed which identified a striated opening in the anterior and radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening in the anterior and the radius side assessed as surgical damage. Opening."

Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.